Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the alarm was found during an occlusion test. The speaker wire was found to be pinched or crimped. After replacing the speaker, the issue was resolved so this wire issue was determined to be the fault of the original complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump's interconnect pcb board need to be replaced. There were no reported adverse events.